Manufacturer narrative:
Facility has possession for their own evaluation of the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device not available for return.

Event description:
It was reported that there was a high watt alarm approximately three (3) days post vad implant, thrombus was suspected. The patient was taken to the or and the pump was replaced. The patient is still intubated and in the ICU. The hospital has possession of the pump to conduct an evaluation of the device. No preliminary information regarding cause of the high watt alarm has been reported by the facility since replacing the pump.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump ((B)(4)) was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Patient history is unknown. Thrombus is a known risk associated with use of ventricular assist devices as noted within the labeling. A possible root cause has been attributed to thrombus formation/ingestion within the device. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.